Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Without additional information or return of the device the clinical observation cannot be confirmed and root cause cannot be determined. Attempts to retrieve additional information are in process. If additional information is received, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm transcatheter aortic valve was implanted inside a disabled 29mm bioprosthetic valve in the tricuspid position due to severe stenosis after an unknown implant duration. The patient was reported to be well and intervention was completed without issue.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received, the root cause of the event remains indeterminable.

Event description:
The 29mm disabled mitral bioprosthetic valve implanted in the tricuspid position was implanted for ten (10) years, eleven (11) months, twenty-five (25) days at the time of the valve-in-valve procedure.